Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the imaging system failed to boot up. Replaced the image acquisition system (ias) computer and verified system functions as intended. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when booting up the imaging system, there were no progress bars visible for both the motion and generator systems. The system was rebooted several times, including booting the image acquisition system (ias) and mobile view station (mvs) seperately, with no resolution. The user then checked the generator status through the remote desktop, which displayed an initializing error. There was no patient present when this issue was identified.